Event description:
Customer reported that a pyxis medstation es system unexpectedly stopped responding, the station is reported as shutting down and rebooting continuously, preventing user access. The field service engineer working on the station reported seeing a visible spark while working on the device. The spark was produced from the hospital's power outlet. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis medstation es system unexpectedly stopped responding, the station is reported as shutting down and rebooting continuously, preventing user access. The field service engineer working on the station reported seeing a visible spark while working on the device. The spark was produced from the hospital's power outlet. Patient involvement was not reported. Patient or user harm was not reported. This event is recorded on complaint number (B)(4). A field service engineer inspected the device and determined that the station was operational. The field service engineer determined that a faulty power outlet caused the reported issue. The power outlet was reported as producing sparks. The field service engineer reported the information to the customer. Device connected to a different power outlet and confirmed operational.

Event description:
Customer reported that a bd pyxis medstation es system unexpectedly stopped responding, the station is reported as shutting down and rebooting continuously, preventing user access. The field service engineer working on the station reported seeing a visible spark while working on the device. The spark was produced from the hospital's power outlet. Patient involvement was not reported. Patient or user harm was not reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4,d5, d9, g1, h2, h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 13-sep-2020 to 13-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that a faulty power outlet caused the sparks. Field service engineer connected to a different power outlet to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.